Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep adjusted the voltage and cleaned the contacts on the power supply. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not perform fluoroscopic x-ray when the pedal was unplugged. No pt injury was reported.